Event description:
Additional information received indicated that surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2019. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Troubleshooting was unable to resolve the issue.